Event description:
Rptr had silicone gel breast implant inserted in 1966. The implant ruptured on an unknown date. She has been unable to work since 10/8/93 due to chronic pain and fatigue. She has been diagnosed with fibromyalgia and human adjuvant disorder due to silicone exposure. Her implants are intact but there is free silicone in the capsule tissue. The capsule is hard and fibrous with calcification. Explant date 4/14/94.